Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect product used in system 2. (B)(4).

Event description:
Customer reported she received the following results on 2 different meters within 10 minutes: 316 mg/dl and 103 mg/dl (aviva system 1) and 48 mg/dl and 135 mg/dl (aviva system 2). The customer felt light-headed at the time and self-treated with a drink of soda. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation and replacement was sent.